Event description:
It was reported that the device could not be interrogated, and there was no magnet response. It was noted that at a followup approximately nine months prior, battery status was good. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.